Event description:
An assistant nursing manager reported that after turning the unit off, there was continuous irrigation flow in irrigation/aspiration (I/a) mode during a cataract intraocular lens implant procedure. Following a delay of less than 15 minutes and a system exchange, the procedure was able to be completed. There was no harm to the pt.

Manufacturer narrative:
The customer called a technical support specialist (tss) to assist with troubleshooting. The cassette drain bag had stuck together causing some balanced salt solution (bss) leakage. The customer stated the issue resolved after the cassette was changed. The tss explained to the customer to pre-open the drain bag by hand before inserting the cassette in order to avoid the issue from reoccurring. The customer did not request service. No samples were returned for evaluation, and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be conclusively determined at this time. (B)(4).